Event description:
Patient was a high risk for falls and bed check system placed on patient bed per protocol and bed check box green light "monitor" was on during last patient round at 0946. At 1007 patient was found on floor, next to hospital bed and the bed check system/bed sensor did not activate to alert staff of the patient getting out of bed. Upon inspection of the unit found the sensor pad with creases in plastic.